Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella product for benchtop analysis; only the clinical report was evaluated. Based on the clinical details, the root cause of the limb ischemia was patient condition related due to her disease; patient had peripheral arterial disease (pad). The failure mode will be monitored and trended. As noted in the impella IFU, ischemia is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported an 81-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. Following impella implant, it was noted that the physician was unable to get a doppler pulse. Attempts were made to place a distal perfusion catheter, however access could not be obtained. After being transferred to another unit, a 4 fr sheath was placed, but flow to the leg remained poor. As a result of the ongoing condition, the decision was eventually made to explant the pump. The patient was stable following the events.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be acquired, a supplemental MDR will be filed. As noted in the impella IFU, ischemia is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿